Event description:
MFR received a report from a consumer stating that while going over a bump on a sidewalk, the casters allegedly caught, causing the chair to tip. As a result of the incident, the consumer hit head and sustained a head injury that required staples.